Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the evaluation visual observations internal to the motor were identified: excessive motor bearing wear with shaft end play, and black material around the bearing. Also the outer gearbox bearing is worn, with the bearing cage broken, and disintegrating. Several contributing factors to the condition were identified. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.